Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to customer¿s blood glucose level. Reportedly, the customer continued to use current pump for insulin therapy.